Manufacturer narrative:
Product complaint # (B)(4). MFR# is being retracted since it was found to be a duplicate of mrf# 1818910-2021-26060. MFR# 1818910-2021-26060 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision asr xl right hip reason for revision: alleged increase in cobalt and chromium level and MRI findings. Doi: (B)(6) 2010; dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.